Event description:
It was reported that medfusion 3500 pump, not recognizing the syringe. No patient injury reported.

Manufacturer narrative:
Other, other text: device evaluation: one device was returned for analysis in used condition. Visual inspection showed the bottom case and right plunger case were cracked. Review of the event history log showed an occurrence of "check clutch plunger lever." Functional testing involved occlusion testing and found that the device exhibited "check clutch plunger lever" error due to the clutches slipping. The investigation determined that the lead screw and both clutch halves were old, slipping dirty and worn out due to normal wear and that this was the cause of the reported issue. It was noted that the device was over seven (7) years old. The lead screw and both clutch halves were replaced. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair record.